Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs sys. It was reported the pt lost stimulation for 2 weeks. The sjm rep met with the pt and reprogramming efforts were unsuccessful. Diagnostics indicated invalid impedances. X-rays were taken and the leads do not appear to have migrated. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.